Manufacturer narrative:
The lot history record for the inspan plate part #: 01-61006-1037, lot; bh07: was reviewed following the incident, no ncmr, deviations or capas resulted from the manufacturing of lot bh07. The inspan interspinous plate system was sold non-sterile, the end-user is responsible for ensuring that the device is sterilized prior to use. Additionally, spinefrontier provides a cleaning and sterilization IFU which adequately describes the cleaning and sterilization processes. The user site could not produce cleaning and sterilization record for the set used in this surgery. Consequently, spinefrontier could not establish if the set was sterilized prior to surgery.

Event description:
Spinefrontier received information from a distributor stating that an (B)(6) male ilif patient presented with a superficial infection on (B)(6) 2016. The distributor reported that 10x37mm inspan slim, sp plate was implanted on (B)(6) 2016. The patient was prescribed antibiotics.